Manufacturer narrative:
Based on the information available, it is unlikely that the sepsis was related to the use of the impella device. However, a device-related contribution cannot be definitively ruled out. Although the patient's presenting condition may be more likely to have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support following worsening right ventricular function status post pulseless electrical activity arrest and quadruple coronary artery bypass graft. After impella rp flex support was initiated, pressor support was able to be lowered. However, the patient was also placed on continuous renal replacement therapy (crrt). The following day, the patient remained on crrt, and suction alarms were noted. Additionally, the same day, the patient was taken off amiodarone and was noted to be back in atrial fibrillation. It was also noted that the patient¿s mixed venous oxygen saturation dropped. It was additionally noted that there was a concern for an infectious process versus inadequate support, and the patient was already being treated for sepsis. The following day, it was noted that the patient became increasingly septic. The patient went into asystole and return of spontaneous circulation (rosc) was achieved. The family made the patient do not resuscitate (dnr). Shortly after, the patient went into asystole again. Care was withdrawn and the patient expired.